Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Become aware date updated per source notes. Pr ID (B)(4) will be closed as a duplicate of pr ID (B)(4). Please see pr (B)(4) for the full investigation.